Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the clip was attempted to be deployed; however, the clip would not release from the catheter. It was reported that the spring had completely came off track and they had to pull the spring to get the clip to release from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the clip was attempted to be deployed; however, the clip would not release from the catheter. It was reported that the spring had completely came off track and they had to pull the spring to get the clip to release from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Additional information received on november 28, 2022: it was reported to boston scientific corporation that the correct anatomy location was in the duodenum.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip would not release from catheter.